Manufacturer narrative:
Corrected data: in follow up, it was learned that the date that the johnson & johnson surgical vision employee became aware of the product serial number was actually march/05/2019. Therefore, the date (4/2/2019) indicated in the supplemental emdr report was inadvertently incorrect. The information has been corrected in this supplemental report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. (B)(6). If explanted; give date: not applicable, there is no indication the lens has been explanted. Serial#: correct serial number is unknown. An incorrect serial number not corresponding to the reported device model was provided; therefore, a follow up has been conducted with the customer to confirm the serial number. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. (Other): the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as product serial number is unknown. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was discharged from hospital after the implantation of sensar lens model, ar40m monofocal iol (intraocular lens) in patient's left eye (os). Reportedly, the operation was successful and the patient did not complain of special discomfort. Further follow-up information provided: the patient returned to the hospital on (B)(6) 2019 for post-examination. Patient's os vision was 0.6. A small amount of yellowish exudative membrane could be seen in the pupil area and a large number of inflammatory planktonic particles could be seen in front of the lens. As a result, the patient's os was given 150 ml of sodium chloride injection, 10 mg of dexamethasone injection, 3.0 g of ceftazidime for injection, 0.02 ml of prednisolone acetate eye drops once an hour, 0.02 ml of levofloxacin eye drops once an hour, 0.02 ml of compound topicamide eye drops three times a day, 0.1 g of tobramycin and dexamethasone eye ointment for injection once a night. Patient went back to the hospital on (B)(6) 2019 for further evaluation. Patient's os vision was 0.5. Pupil exudate membrane absorbs completely with intraocular lens in. These issues occurred during post-operative examination. The patient has recovered and discharged from hospital. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected data: in review, it was noted that the serial number (sn) of the device was known on 4/2/2019; however, the reported sn did not correspond with the reported model hence it was not included in the initial filing. Upon follow up sn now is confirmed and there is an indication that this information inadvertently was not included in the initial emdr report submitted on 4/3/2019. Therefore, the information has been captured in this supplemental report. The following fields were updated accordingly: serial#: (B)(4), catalog#: ar40e00125, expiration date: 3/27/2019, UDI #: (B)(4), device manufacture date: 3/27/2014. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.